Event description:
During an exam, noise was observed on the electrograms. The st jude medical rep suspected that the device may have delivered "hv" therapy into a low impedance system. The device was explanted in 2000.